Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the rails of the drawer were damaged and would not open properly. A field service engineer swapped the drawers and verified the components. The system functioned as intended after a field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was hard to open and made noise when pulling the drawer like something might be stuck. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from another station. There were no adverse events or injuries reported based on this event.